Manufacturer narrative:
Product has not yet been returned for this complaint. Adc investigated the complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 30 oct 2020. Medical event associated with this complaint case occurred on (B)(6) 2021, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message while wearing the freestyle libre sensor and was unable to obtain readings. As a result, customer experienced symptoms described as "motor difficulty", shaking, pale, and a loss of consciousness and was unable to self-treat, requiring treatment of water and sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message while wearing the freestyle libre sensor and was unable to obtain readings. As a result, customer experienced symptoms described as "motor difficulty", shaking, pale, and a loss of consciousness and was unable to self-treat, requiring treatment of water and sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.